Event description:
The reporter stated that the unit was not alarming correctly when the syringe was knocked out or the syringe plunger was removed from the plunger retainer ii. This unit is used as a demo only by a sales rep. There was no pt injury or treatment associated with this event.